Manufacturer narrative:
The device was not returned for evaluation. A review of the device's laser pattern paper test showed a proper pattern and coverage and that the system is working within specifications. The fraxel dual user manual states that delayed wound healing / skin textural changes are a known possible complication of fraxel treatment. Following laser treatment, re-epithelialization may not occur as expected due to patient physiology (i.e. Poor wound healing ability) or post-treatment care. This may result in undesirable textural changes. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined. However, user error in the form of not adhering to the recommended treatment settings may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a visible indentation was noticed on right temple area two weeks after treatment and filler was done for this dimpling approximately two months post treatment. Current prognosis is still unknown. Wavelength 1927 was used to perform treatment. The highest energy level used was 10 mj, 30% percent coverage, and 8 passes. No system errors noticed during treatment and a burn paper test was normal.